Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and myocardial infarction are listed in the xience pro a instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience pro a device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2018 the 4.0x28 mm xience pro a stent was implanted in the mid right coronary artery (rca). On (B)(6) 2019, the patient had an st elevation myocardial infarction and subtotal in-stent restenosis. The mid rca was treated with revascularization and the condition resolved. No additional information was provided.